Manufacturer narrative:
Section a4, a5, a6: unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h6: health effect: impact code: 4619 halo vision, 4619 glare. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with intraocular lenses (iols) is experiencing ongoing halos and glare and is unable to tolerate the visual disturbances. It is unknown if the patient is able to perform daily activities. The patient status was reported as unknown at this time. An iol exchange is scheduled for the right eye on (B)(6) 2026, and the left eye is scheduled for an iol exchange on (B)(6) 2026. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.